Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas 6000 c501 module. The sample initially resulted in a sodium value of 96 mmol/l. The customer noticed ise noise alarms on other patient sample results, so they decided to repeat the sample. The sample was repeated on a second analyzer, resulting in a sodium value of 141 mmol/l. This value was reported to the doctor, and it correlated with the patient's historical data.

Manufacturer narrative:
A review of the provided data indicated a normal function of the analyzer. The customer did not report any further issues. The investigation could not identify a product problem. The cause of the event could not be determined.